Event description:
It was reported that during a rectum resection procedure, incomplete staple line; sutured by hand. No further information is available. Procedure was completed by suturing by hand. There was no patient consequence.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.